Manufacturer narrative:
Calibration and qc were within the acceptable limits. A preventive maintenance service call is scheduled and the field service engineer will look into hardware issues that could be affecting rf results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 600 synchron clinical system. The results were reported out of the laboratory. The customer did not receive any reports of effect to patients.